Event description:
It was reported that during a cranial procedure at the user facility, the navigation system shut down, causing a delay of at least 60 minutes, during which time the patient was under anesthesia. It was reported that the procedure was completed successfully and no medical intervention was alleged.

Event description:
The user facility reported the additional information that during a surgical procedure at the user facility, after mask registration and mask removal, the tracker could not be turned on. The patient was registered with a new mask, and it was reported that then the sterile short pointer and long pointer were unable to validate due to tip deviations, after which the pointer was point calibrated. The procedure was completed successfully. It was reported that the delay, for which the patient was under additional anesthesia, was 45 minutes instead of the initially reported 60 minutes.

Manufacturer narrative:
Additional information will be submitted once the quality investigation has been performed.

Manufacturer narrative:
The complaint that the system shut down was not confirmed. Based on the log files, the system never shut down during the reported event. However, the reported error message was confirmed: the error message occurred due to the attempt to initialize the pointer during calibration. As the calibration could be performed with the help of the sales rep, a defect of the tools can be excluded.

Event description:
The user facility reported the additional information that during a surgical procedure, at the user facility, after mask registration and mask removal, the tracker could not be turned on. The patient was registered with a new mask, and it was reported that then the sterile short pointer and long pointer were unable to validate due to tip deviations, after which the pointer was point calibrated. The procedure was completed successfully. It was reported that the delay, for which the patient was under additional anesthesia, was 45 minutes instead of the initially reported 60 minutes.

Manufacturer narrative:
Additional information was reported by the user facility.